Event description:
The clinic reported that a patient undergoing laser vision correction had a custom intralase procedure to create the corneal flaps without complication. Approximately a month post operative, the patient was referred back to the treating clinic due to decrease vision, astigmatism and abnormal interface appearance of the left eye. The patient was diagnosed with epithelium ingrowth in the left eye. The flap was lifted and the epithelium ingrowth was removed.

Manufacturer narrative:
(B)(4): (epithelium ingrowth removed). No clinical support or service was requested. Customer reporting incident only.